Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken bipolar cable in the instrument wrist. A backup instrument of the same type was used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the broken cable was black. It was reported that the wire was not exposed due to damaged insulation. There was loss of cautery associated with the damaged cable. There were no signs of insulation damage. No photographic images of the device or video recordings of the procedure are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire mbf broken inside the yaw pulley within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint regarding a broken bipolar cable was confirmed by failure analysis. Common causes of broken instrument conductor wire - bipolar are attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductor wire out of the routing groove.